Manufacturer narrative:
This report is for one (1) unknown tfna lag screw. Part#, lot# and UDI # is not available. It is unknown if patient underwent explant procedure. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna lag screw. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw has backed out of a trochanteric fixation nail advanced (tfna). This report is for one (1) unknown tfna lag screw. (B)(4).